Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No assignable cause was determined.

Event description:
This is a report of aseptic peritonitis in a patient coincident with extraneal and nutrineal therapy for peritoneal dialysis (pd). It was not reported if pd therapy was ongoing. It was not reported if the patient was hospitalized. The cause and treatment information were not reported. The outcome of this peritonitis event was not reported.